Event description:
It was reported that an alert for high voltage lead impedance (hvli) greater than the upper limit was seen on a remote transmission. There was a sudden increase seen. No intervention was performed at this time. The patient was asymptomatic.

Event description:
New information received indicated that the high voltage lead impedance had been trending out of range since (b)(6*) 2024 via a review of diagnostic summary. The lead was capped and replaced on (B)(6) 2024. The patient was stable before and after the procedure.